Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. It was also noted that the floppy drive would not read disks and there was a broken tab on the power cord bay door.

Event description:
It was reported that the programmer had a black screen which read "serious programmer error." Follow-up determined that this occurred upon start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).